Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an appendectomy, the egia stapler became locked on tissue and the doctor had to apply a second stapler to remove the first. There was unanticipated tissue loss as the reload had to be cut out. Patient was discharged without issue.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler and one reload. The instrument was received engaged with the loading unit. Microscopic inspection of the instrument noted evidence on the firing rod that the loading unit was not engaged properly when loaded. Visual examination of the loading unit noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided further evidence that the loading unit was not engaged properly during loading. Functionally, the instrument was loaded with pmv representative reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. A review of the instrument device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the loading unit device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.